Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative regarding a patient who was receiving compounded baclofen (concentration 1500 mcg/ml at a dose of 120 mcg/day) and dilaudid (concentration 6 mg/ml at a dose of 1 mg/day) via intrathecal drug delivery pump for non-malignant pain and other non-malignant pain. It was reported that the patient fell in (B)(6) 2017 and was easily able to flip the pump in the pocket. The patient had a return of symptoms and her pump was loose in the pocket. Fluoroscopic imagining on (B)(6) 2018 showed that the pump was flipped. The healthcare professional (hcp) was able to flip it back but not able to aspirate from the sideport. The hcp was unable to proceed with the aforementioned dye study due to the inability to aspirate from the sideport. The issue was not resolved at the time of this report. The hcp planned to refer the patient to a surgeon for catheter revision and pocket revision to re-anchor the pump. The surgery was not yet scheduled. The pump and catheter remained implanted and in service and the patient status was "alive - no injury" at the time of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the reporter. It was reported that the cause of the patient's fall was that she lost her balance going up a flight of stairs. The cause of the patient's pump being loose/easy to flip and the inability to aspirate from the sideport was unknown. Surgery was not scheduled and it was unknown if the devices would be explanted. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780 serial# (B)(4) ubd: 2019 (B)(6); (B)(4) implanted: 2017 (B)(6) explanted: product type catheter update/correction: the patient codes (B)(4) were previously applied in error and have been removed. The conclusion code 22 pertains to the pump. The conclusion code 92 pertains to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s pump was not working and the catheter had completely come off the pump and out of the spine a little bit. It was noted that the patient had surgery to put the catheter back on six months ago; however, it had happened again. Refer to MFR report # 3004209178-2017-21593 regarding a prior event. It was noted that the patient had moved and needed another new healthcare provider (hcp). A dye study was performed before she moved and an ultrasound. The dye study and ultrasound was noted as having been performed because the patient was having issues. The dye study was noted as having occurred either in november, (B)(6). It was indicated that this was the patient¿s "gazillionth" time having surgery on this pump. It was reported that the patient was currently receiving baclofen and dilaudid. The drug concentrations and dose rates of both baclofen and dilaudid currently being administered via the pump were unknown. No further patient complications have been reported as a result of this event.